Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2-2 enhanced due to cable issue. The field service engineer was able to resolve the issue by replacing the retractor band, removed foil shards and reseated connections. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple drawer failure. The customer reported that they unable to retrieve the medications from the drawers, resulting in a delay in patient care for the past hour. There were no adverse events or injuries reported based on this event.